Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on the sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube thread cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while trying to perform a bolus. The patient's blood glucose level was 328 mg/dl at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.